Event description:
The customer reported that the piston and the grey circle from the back of the insulin pump were moving. Advised the customer to revert to back up plan. The customer's glucose reading was 128 mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose motor support disk and scratched liquid crystal display window.